Event description:
The exoseal closure device was placed to the femoral artery. Staff reported that during deployment of the device, the doctor stated the device failed. The puncture site was not sealed. Manual pressure was applied, and hemostasis was obtained.